Event description:
The customer reported that she is experiencing suction issues with her breast pump. Additionally, she is using the 27mm breast shields and is getting blisters on her breasts.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer and determined that the customer's issue with suction was related to not cleaning the parts/accessories for the breast pump. After doing so, the pump was working fine for the customer. In f/u with the customer, she indicated that she purchased her breast pump in (B)(6) 2011 and in mid (B)(6) 2012, she began feeling that the pump was not suctioning as it had been. She got milk blisters on her right breast and developed mastitis. She visited her doctor who prescribed amoxicillin. She also indicated that since on the antibiotic, the milk blisters and mastitis have cleared up. She confirmed that after cleaning her pump's parts/accessories during troubleshooting with customer service, her pump has been functioning properly. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among woman who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer's issue appeared to be the result of user handling (lack of maintenance/cleaning) and not a pump malfunction. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.